Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the joystick, part number 1127291, caught fire by the buttons. The provider states he doesn't have serial number nor additional information regarding the fire. The provider states the fire damage is back by the speed indicator.